Manufacturer narrative:
Investigation summary: the analysis was completed based off of a photo that was provided. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with two 350cc mentor memorygel breast implant prostheses and experienced bilateral grade iii capsular contracture postoperatively. As a result, the patient underwent bilateral explantation on unspecified date. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 16-feb-2022, mentor received additional information regarding the implantation date, the procedure, and the explantation date. The implantation date was estimated as (B)(6) 2020 based on available information. The procedure was initially reported as a breast augmentation. However, additional information revealed that the procedure was a revision breast augmentation. The explantation date was (B)(6) 2021. On (B)(6) 2022, the suspected medical device was returned for evaluation. On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with two 350cc mentor memorygel breast implant prostheses and experienced bilateral grade iii capsular contracture postoperatively. As a result, the patient underwent bilateral explantation on unspecified date. This report is for the right-sided prosthesis.

Manufacturer narrative:
Investigation summary: the analysis was completed based off of a photo that was provided. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6). 2022, it was found that the patient identifier was omitted from the previous report. Manufacturer's reference number: (B)(4). The patient identifier is(B)(6). The relevant field has been updated.